Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe does not fit easily into the valved trocar and then becomes stuck in the trocar. The probe was replaced. There was no patient harm.

Manufacturer narrative:
Additional information is provided. No further information was able to be obtained from this customer. However, a probe was returned for evaluation. The probe was manufactured on june 27, 2017. There were 552 paks associated with this lot. The probe was packaged on (B)(6) 2017. There were 102 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned samples showed some adhesive on the tip near the cannula-nitinol junction. Refer to the attached picture. The laser probe was inserted into a 25ga trocar cannula, but got stuck near the junction of the cannula and the nitinol tip, confirming the customer reported event. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).